Event description:
Additional information: as of (B)(6) 2019, the patient had seven episodes of pump stops since the driveline repair. The patient was reported to be stable. No further information was provided.

Manufacturer narrative:
The report of low speed and pump stop events can be confirmed based on the evaluation of the submitted log file. The log file contained approximately 6 days of data, spanning from 20sep2019 21:03 to 03oct2019 07:37, which captured numerous low-speed and pump stop events while the patient was supported by the patient cable and power module. Based on history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of the driveline. A distal end driveline replacement was performed by a tech services representative on 07oct2019 on wo (B)(4). Approximately 18¿ of the external portion/distal end of the driveline was returned. Tape was covering numerous holes in the silicone outer jacket, in between 8.5¿ and 12.5¿ from the controller connector. The tape, and silicone sleeve were removed, and examination of the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU also discusses damage due to wear and fatigue of the driveline. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a continuous low flow episode when changing from batteries to the power module. The patient stated that they felt their chest shaking every time they switched from batteries to power module. The patient switched back to batteries and went to their center. X-rays were taken at the hospital that showed a huge bend in the driveline and the log file history showed three pump stoppages, along with low speed advisories. Speed drops were as low as 0rpm. These issues only appear to be occurring while the patient is connected to the power module. On (B)(6) 2019, an external percutaneous lead repair was performed without issue. Approximately 19.5 inches of external driveline was replaced and spliced into the original driveline approximately 3.5 inches from the exit site.